Event description:
Patient presented to the physician with a device infection. The physician prescribed the patient keflex and doxycycline and surgically removed the inspire system on (B)(6) 2020. The patient has recovered and the infection is clearing.